Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced peritonitis. The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause and outcome of the event was not reported. On unreported date(s), the patient was treated with unknown antibiotic(s) intraperitoneally (medication, dosage, frequency, and duration not reported) for the peritonitis. It was not reported if dianeal therapies were ongoing. No additional information is available.